Manufacturer narrative:
Product available to stryker: updated. Reason for no evaluation: updated.

Event description:
It was reported that during the procedure, the guidewire (subject device) broke at the distal end. The wire was completely removed from the patient's body with an endovascular snare. There was no reported clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the guidewire (subject device) broke at the distal end. The wire was completely removed from the patient's body with an endovascular snare. There was no reported clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself. Visual and microscopic inspection of the returned device found that the guidewire was broken in two fragments, bent/kinked on several places and the ptfe (polytetrafluoroethylene) coating scraped off. Functional testing could not be performed due to the condition of the returned guidewire, however, the guidewire appeared to be separated due to kinking, excessive torque and manipulation during use. Additional information from the customer indicated the guidewire was in good condition after unpacking and preparation, prepared per dfu and continuous flush was maintained. The customer also confirmed the torque device was used on the guidewire and indicated the patient¿s anatomy was considered moderately tortuous and no resistance was encountered during advancement. Based on the information provided and investigation results, it is probable the device was kinked due to procedural factors and further manipulation likely caused the break. The observed ptfe scraping is consistent with damage from an insecurely tightened torque device, however, since the torque device was not returned for evaluation, the cause can be definitively determined.

Event description:
It was reported that during the procedure, the guidewire (subject device) broke at the distal end. The wire was completely removed from the patient's body with an endovascular snare. There was no reported clinical consequence to the patient as a result of this event.